Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eight years and six months post filter deployment, the patient allegedly had a computed tomography scan that showed that the filter tilted, struts perforated and detached. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years and eight months later, the patient presented to the hospital with the complaint of shortness of breath, a computed tomography angio (cta) chest was performed and it revealed multiple bilateral pulmonary emboli, mostly within the right lower lobe. These appear to be mostly partially occlusive. After two years and ten months, the patient complaints of back pain, a computed tomography (CT) abdomen without contrast was performed and it revealed that the filter was tilted with the apex to the right at an angle of 14.4 degrees and the apex of the filter touches the lateral wall of the inferior vena cava. The apex of the filter was 2cm below the renal veins. There are struts perforating the wall of the inferior vena cava as follows: left anterolateral, perforating the wall of the abdominal aorta. There was no evidence of aortic leakage. Left posterior lateral, without involvement of adjacent structures. There are no broken or bent struts. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. However, the investigation is inconclusive for alleged filter limb detachment and retrieval difficulties and the investigation unconfirmed for the alleged filter tilt as the filter was tilted with the apex to the right at an angle of 14.4 degrees. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 09/2012 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eight years and six months post filter deployment, the patient allegedly had a computed tomography scan that showed that the filter tilted ,struts perforated and detached. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.